Event description:
The customer reported a leak at the secondary probe of the lh750 instrument when the instrument was idle over the weekend. The volume of the leak was reported as about 2 milliliters and the leak was not contained. The customer also mentioned that there was a problem with mode to mode retic results: the customer was performing mode to mode prior to calibration of the instrument using a patient sample and the retic results were not comparable between primary and secondary modes. The patient sample was not being tested for diagnostic purposes, therefore patient treatment was not affected.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse found a piece of tubing going to the aspirate pump was too long and developed a fold in the bend so he replaced the tubing and corrected the length to assure the folding would not reoccur. The fse also verified primary and secondary modes were comparable. (B)(4).